Manufacturer narrative:
Date of explant is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that the patient experienced ineffective stimulation prior to system explant.

Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-22674, 1627487-2020-22675. It was reported the ipg and leads were explanted for unknown reason in (B)(6) 2014, approximately. Exact date of explant unknown. No further information is known at this time.